Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of device, service called was received indicating electromagnetic compatibility issue occurred during welding in work environment up to 500a. No further information is available due unable to obtain device identification information. Device status is unknown. No patient complications have been reported as a result of this event.